Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that induction testing was unsuccessful with this subcutaneous implantable cardioverter defibrillator (s-ICD) during the implant procedure. The caller reported using an electrophysiologic catheter for induction. Detection was successful and the ventricular fibrillation (vf) was terminated with a 65j shock. No additional adverse patient effects were reported.